Event description:
A miniarc precise was implanted to treat "pelvic organ prolapse and stress urinary incontinence," the date of implant was not provided plaintiff's attorney has alleged that, as a result, "plaintiff's attorney has alleged that, as a result, "plaintiff has experienced significant mental and physical pain and suffering; has sustained permanent injury," "recurring and increased incontinence, severe abdominal cramping and lower back pain," and "has undergone multiple corrective surgeries." Also alleged, "plaintiff was caused to suffer severe personal injuries, pain and suffering, severe emotional distress," and "other damages."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.